Event description:
The reporter stated that the yellow pressure tubing was severed at the m ale luer lock. No pt injury or treatment was associated with this event. This issue was reported by the herzzentrum coswig, germany to medex medical in england.